Manufacturer narrative:
A1: the patient details referring to the imedidata data entries and this study subject ID is used for this patient. Therefore, used in this report will refer to the patient's study data. The patient referenced in this event file is enrolled in the tgr23-02aa together aortic registry and information regarding this event was gathered from the imedidata rave clinical study database (csd). H6, - type of investigation: for code b15, used for communication with the field to gather relevant information. - ongoing investigations and no conclusions yet. There are no preliminary results available yet and the investigation results are shared in the next report. The device remains implanted, therefore no product evaluation could be performed. D10: added the brand name of the concomitant device: - gore® excluder® aaa endoprosthesis (contralateral leg component). This device was used in the same procedure and implanted at the same day. - unknown balloon; no brand name and serial number is available. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported by the study database (imedidata), the gore imaging specialist (gis), and the study site: on (B)(6), 2026, a 78-year-old male patient underwent an emergent endovascular aortic repair to treat an abdominal aortic aneurysm with a gore® excluder® conformable aaa endoprosthesis device (cxt321414, sn: (B)(6)), implanted in the infrarenal abdominal aorta. Also, three gore® excluder® aaa endoprosthesis contralateral leg (plc) devices were implanted. The cxt device was introduced from the right side. All gore® devices were implanted successfully and the procedure was completed. A pre-procedure imaging measurement was completed and shows a maximum diameter of abdominal aorta 79 mm, the aortic neck is measured as 31 degrees. During the index procedure, a complication involving the cxt main body (trunk) was reported. Specifically, loss of access occurred on the left contralateral limb side of the trunk. A crossover maneuver across the flow divider was subsequently performed, including snaring of a guidewire to facilitate contralateral gate cannulation. Following device deployment, longitudinal compression of the trunk was observed. (See case-2026-2050). The patient tolerated the procedure. On (B)(6), 2026, computerized tomography angiography (cta) imaging was performed and mild kinking was reported over the study site. It was noted in the study database for ae 4 information a mild device kinking in the right iliac limb stent graft. It has a ballerina configuration for the implanted gore excluder system. The physician has stated this device kinking was caused by the anatomy and confirmed there was a severe tortuosity of the native aorta and also iliac arteries with severe tortuosity. The patient remained clinically asymptomatic. Therefore, no reintervention was planned. On (B)(6), 2026, the gis noted an endoleak type iiia from the cta imaging data in april 2026 and the iliac right side limb (plc) was found dislodged at the cxt device. On july 8, 2026, the study site had an internal discussion with a physician to review the ae 4, cta imaging data showed an endoleak type iiia between ctx main body right sided limb to the plc201200 device. The new finding was documented into the imedidata study database. A reintervention was planned on (B)(6), 2026 without the details shared about the used techniques for the intervention on the right side. On (B)(6), 2026, the physician attributed the disconnection to touch-up balloon angioplasty performed during the index procedure and then, at unknown date/time, this plc device had migrated distally by an unknown distance and could dislodge, resulting in loss of component's overlap. The physician stated that the cxt main body is not responsible for the disconnection of the right iliac limb (plc). The ballooning in the component overlap was completed as a routine for these implanted devices and still had a dislodging event and later the plc could migrate distally.